Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 400 mg/dl and 97 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on the device results. No adverse event reported. Controls were run and out of range. Requested returned of suspect device and replacement was sent. Meter, comfort curve test strip lot number and expiration date unknown.